Event description:
On 05/22/2024, znyo medical received a report from the customer reporting that one of the devices had failed volume test with 7.78. Range (-5 to 5). No patient was involved. This was discovered by a biomed technician during testing.

Manufacturer narrative:
The pump was received on 5/28/2024. There are no previous complaints on this device. Analysis of the returned device was completed. Historical records were reviewed. It was discovered that there were discrepancies in the test records. (B)(4) had been initiated to address the discrepancies. Calibrated equipment used in testing: during functional testing, the reported issue was duplicated. The pump ran a 20 ml infusion with a flow rate deviation of 5.92. This is not within the passing criteria. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint(B)(4).